Event description:
It was reported that a pta balloon dilatation catheter was difficult to delate and remove, while being used in the pulmonary artery to treat congenital heart disease (off-label). Reportedly, the physician was able to deflate the pta balloon after 3 to 4 minutes and remove the device from the pt. Upon examination, a leak was observed in the shaft bifurcation. No report of pt injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the MFR for eval to date. The investigation is currently underway.